Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (inaccurate delivery, occlusion). (B)(4).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 67 mm in diameter abdominal aortic aneurysm. The proximal neck was 29.5 mm in diameter and 48 mm in length. The right iliac artery was 17.8 mm in diameter and the left iliac artery was 17 mm in diameter. There was no difficulty inserting the delivery systems. It was reported that intra-operatively, after the main body was deployed, the physician pulled the delivery system back and the nose cone caught on the supra-renal stent. The physician was trying to remove the delivery system; however, the supra-renal stent rolled inward. The tip capture was successfully done above the suprarenal stents. The physician completed the deployment of the contralateral limb and inserted a coda balloon from the contralateral side. There was no difficulty retracting the nosecone into the graft cover. The physician performed touch-up with the balloon on the proximal aortic neck and pulled out the delivery system successfully. The supra-renal stent was still rolled inward and the physician tried to push it back using a balloon. A super stiff wire was used in the case. On final angiogram, the physician confirmed there was no endoleak and finished the procedure. After the procedure, the physician found on 3d images that the three supra-renal stents were entangled. No clinical sequelae were reported and the patient is fine.